Event description:
It was reported that the attachment device "was not turning the cutter properly". It was not reported that the deivce was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no injuries or medical intervention reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.